Event description:
It was reported by the anesthesiologists from the preoperational unit that at least 5 extension tubing sets have tubing that is too rigid to bend and remain secured with tape which has caused them to get caught on things and sometimes get pulled out. The same tubing sets also have been reported to have issues with the blue slide clamp cracking with use (see file # pr 351456). There is no report of adverse effects to any patient as a result of these events.

Manufacturer narrative:
The customer's report that the extension set has rigid tubing was not confirmed. No product was received for evaluation. No investigation was able to be performed. No root cause was able to be identified.

Event description:
It was reported by the anesthesiologists from the preoperational unit that at least 5 extension tubing sets have tubing that is too rigid to bend and remain secured with tape which has caused them to get caught on things and sometimes get pulled out. The same tubing sets also have been reported to have issues with the blue slide clamp cracking with use ((B)(4)). There is no report of adverse effects to any patient as a result of these events.